Event description:
The hospital reported that surgical assistant opened package for vasoview hemopro 2, when inspected by the surgical tech they noticed the adapter on harvester was not attached to tubing on the harvester, making it impossible to attach the insufflation tubing to the harvester. Had to open another harvester to be able to perform endoscopic vein harvesting. The surgery was performed with new device. No injury was reported. No delay was reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.